Event description:
Agent reopened and reassigned case to send email to representatives for visibility. Caller called back and mentioned previous information in this case. Caller mentioned the implant hadn't worked since april 10th and the implant would go right to 100% and shut off. The implant used to drain to 50% or 60%. During the call the handset was at 95%, the implant was at 100% and the communicator was at 100%. Base was at 4.8 and prime was at 3.7. Therapy was off. Agent reviewed with caller that when the implant depleted the therapy turned off, and that caller would have to manually turn the therapy on. Caller turned the therapy on. Agent redirected caller to the patient's hcp if the implant still wouldn't drain after turning the therapy on. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following implantation of a pain stimulation implantable pulse generator (implantable neurostimulator), a patient experienced a return of pain in the legs and the implantable neurostimulator charge/battery indicator stayed at 100% and did not deplete as previously observed. The patient representative reported being unable to connect wirelessly to the implant, receiving a ¿not found communicator¿ error message. The communicator and handset were reset without resolving the issue. Attempts to connect with the wireless recharger (wr) were unsuccessful, and a long press on the wr did not restore connection. The patient was redirected to a healthcare provider for further evaluation.